Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol material was harder than usual and doctor had hard time loading it into the cartridge but was still able to load it. During the implantation phase, the iol got stuck in the cartridge and can not be successfully injected in the patient's eye. Additional information was received and stated that the lens was not implanted and surgery was completed using another iol. There was no problem with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.11. On initial MDR the concomitant medical products of unspecified cartridge was erroneously reported. Additional information was provided in h.3.,h.6 and h.11. The lens was returned in the qualified company cartridge loose in a lens carton. The assembled #78(iw) lens case was also returned. Viscoelastic was observed inside the cartridge. The lens was located between the loading area and the nozzle entry area. The leading haptic was extended. The trailing haptic was broken and included optic material. The trailing haptic was located ahead of the lens inside the cartridge in the nozzle area. The distal haptic tip was oriented toward the loading area. The cartridge wings displayed evidence of being placed into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Photos were available that matched the returned product. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens and cartridge combination was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The lens was damaged and located between the loading area and the nozzle entry area. It is unknown if qualified associated products were used. The IFU (instructions for use) instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).